Event description:
On (B)(6) 2020, mpxr 744713, img, img1, _e1 (rep): information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). Rep reported that contact 15 is a red x with an impedance value of greater than 40,000 ohms. The cause was unknown. Rep programmed around contact 15 to get adequate stimulation needed. Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was unable to increase all groups because it locks the patient out.  An image of the impedance check was provided: electrodes 8, 9, 10, 13 and 15 were marked with red x's and had values of 40, 000. Electrodes 1-7 and 11, 12, and 14 were green and ranged from 730-1,370. The rep was able to move all of the programs over to the 0 to 7 lead. The rep reported the patient would try to see if this would help the pain in her right and left side. The patient stated they had a "near fall" down  the stairs before her (B)(6) 2020 appointment regarding contact 15 being out of range and also fell in (B)(6) 2020. The rep reported the patient would like to work with the groups to see if this will give adequate pain relief to eliminate surgery. Additional information was received. It was reported the cause of the high impedance had not been determined. The issue was not resolved. The healthcare provider and patient were on board with moving programs over to the 0-7 lead to see if that would cover pain.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the decision is on hold, pt wants a pocket revision, but they are unsure if they are going to do a lead revision while in surgery, depending on how reprogramming worked.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 lot# serial# (B)(6) implanted:(B)(6) 2018 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient was seen by their doctor and the rep and reported still not getting adequate pain relief. They checked impedances and connectivity. The 8- 15 connections are completely out on impedances. ¿ian connectivity checks¿. The 0-7 is the only lead contacts that work. The rep was able to reprogram this patient once again after multiple tries. Options were discussed with the patient¿s doctor and the patients for surgical intervention. The patient stated she would still like if their doctor could do a pocket revision because she has lost weight and noticed the device kind of sticks out. Surgical intervention is on hold at this time to see if we could get adequate pain relief on 0 to 7 lead. The doctor also got an x-ray and noted lead has moved down two contacts. Patient reports multiple falls. No dates are available. Connectivity and impedance check are attached showing high impedances of 40,000 ohms (red xs) on all contacts for the 8-15 lead.

Manufacturer narrative:
Concomitant medical product: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2018 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. H6. Correction: patient code missed on previous supplemental rr. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). Rep reported that contact 15 is a red x with an impedance value of greater than 40,000 ohms. The cause was unknown. Rep programmed around contact 15 to get adequate stimulation needed.